Manufacturer narrative:
Received one new list# am6109, 10" smallbore ext set w/6-port nanoclave® manifold, check valve, clamp, rotating luer. As received, no physical damage or other anomalies observed. Leak tested per manufacture procedure; no leaks observed. Cannot confirm customer complaint of "found to have leak/crack in manifold-tail connection all one piece in package". A device history lot and relevant commodities were reviewed, the following discrepancy was identified: exception type: ncmr lot#: 9551917 discrepancies: during functional quality control sampling in assembly operation 40, 2 pieces with leaks at 45 psi are detected, in order (B)(6). Item x1-5020. When? On september 27, 2022, second shift. Where? In the assembly area, manifold line, cr1b. Quantity impacted and sampling results (fail/pass): in the first sampling, one piece out of 6 inspected was rejected and in a subsequent sampling, 1 more piece out of 12 inspected was rejected. 2400 pieces are left detained.

Event description:
It was reported that a 10" (25 cm) smallbore ext set w/6-port nanoclave® manifold, check valve, clamp, rotating luer was found to leak during patient use. It was stated in the report that they found a wet spot on the bed under the manifold of the patient, medications going into the manifold included epi for bp management and dex for sedation. Found to have a leak/crack in manifold-tail connection all one piece in the package. There was no patient harm reported.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.